Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of a rebel bms catheter without the hub. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The hypotube is broken 123.5cm from the distal tip and the hub was not returned. The hypotube fracture surface was ovaled and torn, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04jun2019. It was reported that advancing difficulties occurred. Vascular access was obtained via the right femoral artery. The concentric, de novo target lesion was located in the left circumflex artery. The lesion was engaged with a 6f guide catheter and was crossed with a 0.014 wire. Following dilatation with a 1.75m balloon, a 12x3.00mm rebel stent was advanced; however, it did not reach the lesion due to tight stenosis. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable. However, returned device analysis revealed hypotube detached/separated.